Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the needle failed to retract and a needlestick occurred. The following information was provided by the initial reporter: we are having problems with the needles not retracting again. One of our team members got stuck because of this.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the needle failed to retract and a needlestick occurred. The following information was provided by the initial reporter: we are having problems with the needles not retracting again. One of our team members got stuck because of this.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.